Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit would not move; however, the repair was not completed because the customer will purchase a new unit instead. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
The motor of handpiece appears to have low speed while depressing the throttle and the collet control bar is loosening. Occurred during kit inspection and there was no patient involvement. No adverse events were reported as a result of this malfunction.